Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 3093-33, lot# v972782, implanted: (B)(6) 2013, product type: lead.

Event description:
The consumer via a manufacturer representative reported that the patient loved the device, but every time they went through the security at their local grocery store, it gave them a jolt. The patient went through it very quickly. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. No troubleshooting was performed and the action taken to resolve the issue was that the manufacturer representative suggested the patient follow-up with their health care provider (hcp). The issue was not resolved at this time. No surgical intervention occurred and no surgical intervention was planned. The patient was alive with no injury. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.